Event description:
On (B)(6) 2012, the lay user/patient in the (B)(6) contacted lifescan (lfs) to report the one touch verio meter was giving inaccurately high readings. The patient obtained the blood glucose reading of 7.6 mmol/l on the reported meter and a laboratory result of 6.2 mmol/l within 10 minutes. The test strips were in good condition and within opened expiration dating and the patient's testing technique was correct. The patient did not experience any symptoms or seek any medical attention or treatment. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However, as the test results fell outside expected values for accuracy testing this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 (01/22/2013)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (01/21/2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.